Event description:
The technician alleged the brake casters at the head end of the stretcher will swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.